Manufacturer narrative:
The electrode lot number and its expiration dates were not provided. The field service engineer (fse) inspected the module and found a defective rinse tube. He replaced the tubings and verified the module's performance. The investigation determined that a leakage/seal had caused the event. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable sodium electrode results from one patient sample tested on the cobas 6000 c501 module. The initial na result from the module was 199 mmol/l. The repeat result from another device was 141 mmol/l.